Event description:
The patient reportedly experienced a loss of lock. External equipment was exchanged; however this did not resolve the issue. Surgery to explant the patient device has been scheduled.